Event description:
A consumer reported that the healthywhite power toothbrush metal shaft detached during use and injured their mouth cavity.

Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Customer mailing address, email address and phone number were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Manufacturer narrative:
Analysis results: product cannot be shipped to bothell lab for analysis due to coronavirus pandemic lockdown in china. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
D4: the device serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the cause of the customer¿s complaint was a failed shaft press fit.